Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the outer covering of the foot pedal air hose was cut. The inner covering of the hose was undamaged. The device failed the weight test. The piston migration was at 2.2 inches, which is indicative of hydraulic fluid loss. The reported failure was confirmed and the root cause has been determined to be a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider tenet won't lock. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.